Event description:
It was reported that the kincise impactor device was stalling while in use with the battery devices even when the batteries were fully charged. During in-house engineering evaluation, it was determined that the device operated unintendedly because the rear housing was separated apart from the mid-plate and the trigger was loose. The rear housing was separating from the mid-plate due to the trigger screw coming loose. It was further noted that the device trigger screw had backed out which allowed the trigger body to move resulting in the rear housing separation. The device also failed pretests for visual assessment, intermittent test assessment and final assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was not confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. A device history review was performed, and no non-conformances were detected related to the reported condition. UDI: (B)(4).